Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was fractured exhibiting high pacing impedance. The lead was capped and replaced successfully. There were no complications to the patient.